Event description:
Update rec¿d 03/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records upon revision the patient's liner was discolored in a way consistent with possible oxidative changes and surface wear. The patient's femoral stem is being reported at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear and osteolysis. It was also noted that the femoral stem was loose. The loosening occurred at the bone to cement interface. Depuy cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Examination of the returned devices and provided patient x-rays finds nothing outward that would suggest device nonconformance. Medical records were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.